Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the ed epsom cabinet displayed a carefusion message, and users were unable to access medications overnight. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station event viewer showed errors indicating the server service performance object could not open. A technical support specialist (tss) dial into the station and found no errors in the station logs, and the bits service performance data failed to load, and the eh edc database size exceeded the threshold at 8564. Tss verified that the station c/d drives had available space, all (bd) services were running, and the dsclientoltp database sizes. Tss also changed the recovery mode from full to simple. The tss had station had not been switched off, but the issue had occurred overnight on (B)(6) when the screen froze, remaining in that state until 9:00 am on (B)(6). The after customer rebooted the station, which resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.